Manufacturer narrative:
Document review: mectalif transforaminal spinal cage 11x12x34 l5: ref 03.23.073 / lot: 111759 (44 cages produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. To date, 4 cages belonging to the same lot have been sold without any similar problem. Mectalif transforaminal spinal cage 10x12x34 l5: ref 03.23.076 / lot: 114905 (31 cages produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. Mectalif transforaminal spinal cage 8x12x30 l5: ref 03.23.051/lot: 111747 (44 cages produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. To date, 10 cages belonging to the same lot have been sold without any similar problem.

Manufacturer narrative:
In the initial report the code and lot of the instruments used were not mentioned, even if it was part of the event description. It was: mectalif transforaminal inserter, code 03.22.10.0065, lot. 1112401. This instrument was received back and inspected by (B)(4) project manager with the following comment: the functionality of the inserter has been checked. The inserter guarantees the possibility to mount and unmount the tlif cage. In locking position the inserter firmly fixed the cage. The teeth are not damaged.

Event description:
(B)(4).